Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported of a button error and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer's father stated that his son had high blood glucose once per 2 weeks after a set change. The father stated that sometimes the buttons do not work. The father was not able to troubleshoot because his son is at school with the pump. The customer will be sent a replacement pump.